Event description:
It was reported that the right atrial (ra) lead and right ventricular (rv) lead were explanted due to systemic blood infection that was found via blood cultures. The infection was unrelated to the products and procedure. The vegetation was noted on the leads. The patient was stable throughout.

Manufacturer narrative:
The sterilization records were reviewed and no evidence of abnormal sterilization cycle was found. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.